Event description:
Rn was starting an IV and was performing the necessary steps prior to use. Issue: gray push tab won't disengage from needle shield. No patient involvement. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva (per site reporter). Bd field representative made aware [(B)(6)].